Event description:
A surgical tech reported that during an intraocular lens (iol) implant surgery, there was capsular tear and the lens was extracted from the eye. The procedure was completed with a back up iol with no wound enlargement. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis only the lens carton with a few of the packaging components was returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).